Event description:
Patient reported obtaining a blood glucose result of "hi" (>600 mg/dl) while using the suspect device. Patient stated that she was feeling dizzy and phoned emergency medical services for assistance. An unspecified time later, patient's blood glucose was reportedly tested on paramedics' device with a result of 40 mg/dl. Patient was transported to the hospital where she was treated with food. Five hours later, patient's blood glucose reportedly measured 58 mg/dl, on a hospital instrument. No further treatment was received. Patient's current condition: "weak and dizzy." At the time of the event, patient was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.